Manufacturer narrative:
Continuation of d10: product ID: {{evolutr-34-c}}; product lot/serial number: {{ (B)(6) }}; product type: {{heart valve}}; implant date: {{ (B)(6) 2017 }}; explant date: {{na}}, product ID: {{unknown dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}}, product ID: {{unknown cls}}; product lot/serial number: {{unknown}}; product type: {{compression loading system}}; implant date: {{na}}; explant date: {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 34 millimeter (mm) bioprosthetic transcatheter valve within an existing 34 mm transcatheter valve, intermittent atrial flutter/atrial fibrillation developed. The patient was asymptomatic. An anticoagulant and an anti-arrhythmic were started. As reported, the patient felt well without reported symptoms. The event was reported as related to the valve. Rehospitalization occurred and the event resolution occurred 2 days following onset.